Manufacturer narrative:
(B)(4).

Event description:
There was no patient involvement. It was reported that the hospital called about possible helium loss problems. The field service agent (fsa) confirmed the pump passed functional checkout, and there was no helium loss alarm.

Event description:
There was no patient involvement. It was reported that the hospital called about possible helium loss problems. The field service agent (fsa) confirmed the pump passed functional checkout, and there was no helium loss alarm.

Manufacturer narrative:
Qn#: (B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of possible helium loss problems is not able to be confirmed. The reported issue was not able to be replicated and the pump passed functional checkout by the field service engineer. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.